Manufacturer narrative:
Analysis identified shorting across the insulator of the feedthru of the motor. Eval code-result updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via a clinical study reporting the patient presented to the clinic for evaluation for a motor stall identified while the patient was at (B)(6) hospital for an issue unrelated to pain or the device. Interrogation on (B)(6) 2016 revealed the motor was stalled and it had also stalled with recovery on (B)(6) 2016. The event date was updated from (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a physician regarding a patient who was receiving bupivacaine with concentration 30 mg/ml at a dose rate of 13 mg/day, baclofen with concentration 200 mcg/ml at a dose rate of 87 mcg/day, and dilaudid with concentration 1.5 mg/ml at a dose rate of 0.652 mg/day via an implantable pump for malignant pain; pelvis/pelvic. It was reported that an active motor stall was seen at initial interrogation. The pump¿s logs indicated multiple motor stalls and m otor stall recoveries occurred during the timeframe of (B)(6) 2016. The patient did not recently have magnetic resonance imaging (MRI) performed. No patient symptom was reported. It was indicated as being unknown if the stall was drug related. On 2016-dec-10, an alternate physician reported via implantable systems performance registry (ispr) that the patient in a clinical study presented to a hospital with an issue unrelated to pain and the device. Device interrogation on (B)(6) 2016 revealed a pump motor stall beginning (B)(6) 2016 occurred; a stall with motor stall recovery also previously occurred on (B)(6) 2016. The patient was provided with oral pain medications on (B)(6) 2016 and was discharged with instructions to follow-up with the physician. It was noted that on (B)(6) 2016 the patient reported having experienced increased pain. The clinical diagnosis was loss of pain relief. Interrogation on (B)(6) 2016 revealed that the pump motor stall had not recovered. The pump elective replacement indicator (eri) was at 19 months. The pump was replaced on (B)(6) 2016. The event resolved without sequelae as of (B)(6) 2016. It was indicated that the event was related to the device/therapy and unrelated to the implant procedure. The type of baclofen administered via the pump was compounded baclofen; the drug lot number of compounded baclofen was unknown. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: bupivacaine with concentration 30 mg/ml at a dose rate of 13.084 mg/day, baclofen with concentration 200 mcg/ml at a dose rate of 87.23 mcg/day, and dilaudid with concentration 1.5 mg/ml at a dose rate of 0.6542 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.